Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As elitech is an OEM manufacturing site. Medical device expiration date: unknown. Returned to manufacturer date is unknown, investigation date is used. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 74271 with the incident lot was not observed.

Event description:
It was reported that the bd sedi-40 experienced technical issues. No report of serious injury or medical intervention.